Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown polyethylene plug. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the primary cemented exeter arthroplasty was in 1997. Episode of dislocations 3-years earlier. Radiographic evidence of some poly wear and progressive osteolysis around distal cement plug.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding polyethylene wear and lysis involving an unknown plug was reported. The event was confirmed. Medical records received and evaluation: the clinical review indicated : poly wear is probably the root problem with particle generation plus distal migration until plug level probably secondary, this is fairly generic. My guess is that the cup of 1997 was a first generation poly and then 15-years in an active patient is not very bad by itself. Certainly an extreme osteolysis around the distal plug with less severe changes more proximally around the stem, let alone the cup itself, is somewhat strange and might indicate something ¿special¿ at hand requiring more info than we currently have. Conclusions: it is noted within the medical records that revision surgery was performed as there was evidence of osteolysis developing around the distal polyethylene plug as well as lysis around the proximal posterior relative to the femoral component. Surgery was performed to stop progressive bone loss which could lead to fracture. The liner shows evidence of gross wear and deformation with indent on postero-superior rim as evidence of impingent. Poly wear is probably the root problem with particle generation plus distal migration until plug level probably secondary.

Event description:
It was reported that the primary cemented exeter arthroplasty was in 1997. Episode of dislocations 3-years earlier. Radiographic evidence of some poly wear and progressive osteolysis around distal cement plug.